Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.816.037, lot: 27p3539, manufacturing site: hägendorf, release to warehouse date: 28.nov 2019. A manufacturing record evaluation was performed for the finished device lot number 27p3539 and no non-conformances were identified. Visual inspection; the winglet-left (product code: 03.816.037 & lot no: 27p3539) was received at us customer quality (cq). The visual inspection of the received device indicated that a broken driver tip was seized in the complaint device mating hole. Multiple scratches were observed on the device that were consistent with the normal wear. Function test: the functional test cannot be performed as the mating device accessories screwdriver broken distal tip was seized in the complaint device mating hole. Thus, the complaint condition was confirmed. Can the complaint be replicated with the returned devices? Yes. Dimension inspection: the dimensional inspection cannot be performed as the device mating feature cannot be accessed due to the seized condition. Document/specification review the following drawing reflecting current & manufactured revision was reviewed: left winglet. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the received device as the mating device broken tip was seized in the complaint device mating hole feature and unable to be disassembled. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the reporter ordered instruments to use in training. When the reporter was preparing to do a video on the assembly on the insight lateral access system, one of the new instruments was broken. The instrument for bone anchor/winglet/blade extension was threaded into the designated slot on the winglet-left and was unable to unthread the device. There were multiple attempts to disconnect the two instruments which resulted in the tip of the driver breaking off inside the winglet. This rendered both items unusable. There was no patient or procedure involvement. This report is for 1 winglet-left. This is report 2 of 2 for (B)(4).